Manufacturer narrative:
An investigation in to the customer's issues was conducted, no product problem was identified. The results generated are indicative of a sample at the limit of detection (lod) of teh assay. The lod for the sars-cov-2 target in the qiastat-dx respiratory sars-cov-2 panel, according to the assay results interpretation, is 500 copies/ml. The lod of the liat scfa assay for sars-cov-2 is 12 copies/ml, which is a much more sensitive test. Please see the method sheets of each assay for this information. Note that samples near the lod of the test may generate wavering results on repeat runs or between different testing platforms. The sample in question is at the lod for the sars-cov-2 target on the scfa kit where results may not be reproducible with a less sensitive assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from thailand alleged that they received a potential false positive sample for a patient¿s sample tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system. The customer reported that they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample. The patient¿s same sample was retested on a different platform the qiastat that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using universal transport media asan transport medium. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation was conducted.

Manufacturer narrative:
Updated device evaluation by manufacturer to reflect that an evaluation was performed, as already reflected in the initial MDR. (B)(4).